Event description:
During a tfn procedure, a nail was inserted and the surgeon was trying to insert the blade. Surgeon was impacting and the blade still would not go through the nail. Consultant noticed on x-ray that the locking mechanism was in the deployed position and it had broken with hammering. Surgeon removed the blade and the nail, implanted a new nail and re-used the blade to complete the procedure. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.